Event description:
Information received indicates the casters will swivel when the brake is set.

Manufacturer narrative:
The technician found the brake hardware assembly was worn. The technician replaced the hex rod, brake activation weldment and the brake/steer upgrade to repair the stretcher.